Manufacturer narrative:
On feb 8 20202, the mentor failure analysis lab received the device for evaluation. On feb 12 2020, additional information was received indicating the replacement devices were saline mentor smooth round moderate profile 325cc, catalog number: 3501650, serial number: (B)(6) (r) and serial number: (B)(6)(l). Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a tear within the crease noted in the anterior aspect measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The second product received is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation on the right side postoperatively. Deflation was confirmed by physician during a physical exam. As a result, the patient underwent removal on (B)(6) 2020.